Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The multi-link 8 is being filed under a separate medwatch report.

Event description:
It was reported that during advancement of the balance middleweight (bmw) guide wire into the multi-link 8 stent delivery system (sds), the guide wire became stuck with the sds balloon and the balloon became torn. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, additional information received; the devices were removed as a single unit. After removal, outside the anatomy, an attempt was made to remove the guide wire from the balloon, and the balloon became torn. A new guide wire and stent delivery system were used to complete the procedure successfully. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned bmw guide wire noted blood on the guide wire coils. Bends were noted in the tip, which were likely related to handling for shipment back to abbott vascular and were not likely related to the issues experienced between the guide wire and balloon catheter. Offset and overlapped coils were noted proximal to the center solder. The guide wire did not meet outer diameter specifications due to the noted overlapped coils. An attempt was made to backload the returned guide wire through the stent delivery system (sds) but was not able to be advanced past the overlapped coils. The reported stretched coils were not confirmed, but the reported information may have been referring to the overlapped or offset coils. In this case, it appears that the clearance between the inner member of the sds and the guide wire was reduced during advancement of the guide wire in the sds. Any attempts to move the wire in this reduced clearance condition can cause the coils to offset and overlap, which was noted on the returned wire. Once the guide wire coils become offset and overlapped, this increases the diameter of the guide wire resulting in resistance between the inner guide wire lumen of the sds and the section of the coils that now have the increased diameter. If the resistance is not reduced and continued movement or force is applied to the wire or sds, this could result in the two becoming frozen together. During production, all guide wires are inspected for outer dimensions and damage to the coils. The lot history record (lhr) review and similar incident query for this product was not performed because the lot number was not reported and no product identification was available on the returned product.